Event description:
The initial reporter stated that the pump was not alarming no flow as expected. They stated it failed to alarm. They did not specify if the no flow in or the no flow out alarm had failed. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. [Complaint- (B)(4).]

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not alarming no flow as expected. They stated it failed to alarm. They did not specify if the no flow in or the no flow out alarm had failed. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. [Complaint: (B)(4)].